Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit had some of the light-emitting diode (led) of the digital numbers on the front panel, that did not light up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the lighting is defective likely due to a failure of the front panel light-emitting diode (led). The root cause could not be identified. Olympus will continue to monitor the field performance of this device.